Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user observed drops but the ilet interface did not allow confirmation, preventing selection of ¿yes, I saw drops.¿ the issue was consistent with an unresponsive or nonfunctional touchscreen user interface on the mobile app component. Symptoms included no clinical effects. Outcomes included no impact to health and no alarms. Investigation included guided troubleshooting, including a forced restart of the ilet within the ilet mobile app. Investigation of this case revealed that after the restart the interface functioned and the user successfully confirmed drops, indicating transient software or user interface responsiveness resolved by reboot. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent, non-reproducible user interface anomaly corrected through standard troubleshooting.